Event description:
This is a report of a patient who experienced peritonitis coincident with therapy for peritoneal dialysis. Action taken with therapy was not reported. The patient was not hospitalized for the event. On an unreported date, the patient was treated with injections of vancotroy (2gm) and gentamycin (20mg) and later recovered from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.